Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and found that the malfunction was caused by a sputum occlusion. The device was further inspected, and it was found to be operating per specifications. The device will be returned to the hospital.

Event description:
It was reported that during patient use, a patient felt uneasy using a certain mode on the ventilator. The respiratory rate was lowered and the mode was changed. The patient was then transferred to another ventilator. There is no report of death or serious injury associated with this event.